Manufacturer narrative:
The patient developed a draining fistula from the submandibular incision. Culture samples were taken and confirmed the presence of (B)(6). The surgeon plans to remove these devices, treat the infection, and place revision devices later (2031049-2020-00086).

Event description:
The patient's left tmj devices are infected and pending removal.

Event description:
The surgeon removed this patient's left tmj devices due to infection.

Manufacturer narrative:
The surgeon plans to place revision left tmj devices once the infection is resolved. Multiple mdrs were submitted (2031049-2020-00086).